Event description:
Ous MDR - it was reported that 100 months after the implantation the patient was brought in hospital due to syncope. During a long-term ECG pauses and exit block were noted.

Manufacturer narrative:
On 6/26/2018 - complete report with analysis. The leads were not returned for analysis. The analysis report therefore refers solely to the analysis of the returned pacemaker. After its receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. The pacemaker had been implanted for about 100 months. The charge drawn for the battery was checked and proved to be as expected. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior according to specifications in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function did not show any anomalies. The device had no restrictions in its capability to provide therapy. In summary, the device was without defects during the analysis, and it was within specifications both regarding the connection system and the electronics. There was no material defect or manufacturing error.